Event description:
Customer performed a blood glucose on a pt. The customer stated that they received blood glucose readings of 242 mg/dl, repeat test of 271 mg/dl and a lab result of 107 mg/dl. No treatment was given. Controls were stated to be in range, values not given. A request was made for the return of the suspected device and replacement products was sent.